Manufacturer narrative:
(B)(4). The customer reported the medication was ineffective. The customer returned twenty sealed kits. The reported complaint of the medication being ineffective could not be confirmed. The potency of the bupivacaine met specifications according to the manufacture's coa. A device history record review was performed on the bupivacaine ampule with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined. No further action is required at this time.

Event description:
It was reported that: "last week we had two different anesthesia providers have issues w/ spinals not working and they believe it was the drugs in the kit.' I spoke with our chief of anesthesia, and he confirmed that the bupivacaine had no effect on the patients, and the kits themselves were fine." There was no reported patient harm or consequence. They were reproted as fine psot the procedure. Associated complaints: 9680794-2025-00402.